Manufacturer narrative:
Other relevant device(s) are: micra. Mc1vr01-delsys, expiration date: 28-may-2021, serial#: (B)(4), UDI #: (B)(4), mfg date: 09-dec-2019, patient code(s): (B)(4), device code(s): (B)(4), FDA results code(s): 3221, FDA conclusion code(s): 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of leadless implantable pulse generator (ipg) the ipg deployed when 50/50 contract was administered. The ipg was recaptured and the procedure was completed and remains in use. No patient complications have been reported as a result of this event.